Manufacturer narrative:
No physical or cosmetic damage noted during visual inspection. The insulin pump was monitored for 6 hours with multiple basal rates. The insulin pump passed self-test and a21 test and all operating currents were normal. No switch off, display anomaly or unexpected restart noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump switched off and there was no alarm. The customer's blood glucose was not known. Nothing further reported.